Event description:
Initial information reported from hospital as I was not in case. Prowater was inserted in rca, balloon was advanced over prowater, balloon was inflated, deflated, and when balloon was being removed the physician notice wire was fractured, and the distal end of wire was left in rca. This was not removed and plans from notes were the physician would bring patient back several days later for stenting loose wire to arterial wire.